Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon was using the 5mm clip applier. The surgeon had fired two clips and was about to fire a third time when he discovered the head of the clipper applier was loose and couldn't deploy clips properly. He brought out the clip applier to fire and noticed the clips didn't form properly. Believing it wasn't safe, he used a new clip applier to complete the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.